Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited intermittent loss of capture and increased threshold measurements. Another ventricular implantable lead was attempted to replace this one and chatter between the two leads was noted.